Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all the stations were in critical override. A technical support specialist created a new sync server, applied the core flag to the new server through the database. The core flag on the original server was then deactivated. The data sync service was restarted; however, the issue persisted. It was confirmed that the environment was undergoing an upgrade and migration to new servers. The tss followed the disaster recovery process per knowledge article (ka) - disaster recovery procedure for medstation es (new process), retrieved required files and saved them, completed the process and performed a full synchronization without dropping the database, then updated station configuration utility to set auto login as carefusion application and rebooted the station. The tss dialed into the server and ran queries per knowledge article (ka) - medstation es - update server address value for global find. The customer reported station remained in critical override; upon further review in sql server management studio (ssms), confirmed the station was manually set to critical override at the patient encounter system level, informed the customer, who disabled the setting, resolving the issue successfully. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations on critical override. Customer stated that all information crossed over to the server but not to the station, and there was a disconnected mode. However, there were no delays or adverse events or injuries reported based on this event.